Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they received a motor error alarms on the insulin pump. Wife also mentioned that the customer experienced high blood glucose readings of 400 mg/dl two weeks ago. Wife stated that the drive support cap was protruding out and they pushed it back in. Customer's blood glucose reading at the time of the call was noted to be unknown. Customer was advised to discontinue use of the insulin pump and the device is being returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.